Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of a -11.0/2.5/095 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2024. On (B)(6)2024, the lens was exchanged for a shorter length lens. The cause of the event is unknown and the problem was resolved.